Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump double beeped with no cassette and the lens was damaged during testing. There was no patient injury.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a scratched lens and signs of fluid ingression. Functional testing found the customer problem was duplicated. Device was found to be "double beeping" issue during investigation. Found signs of fluid ingression on downstream occlusion sensor which possible cause the issue. No problem could be found with liquid crystal display (lcd) but scratched lens. Replace downstream sensor and lens. The root cause of the reported issue was found to be user induced / fluid ingression. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Corrected data: d4: model num 6400; d5 is unknown, no information provided to date.